Manufacturer narrative:
Section h9 FDA 806 number: 2024500-05-13-2025-001-r issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the ht70 ventilator would not turn on. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp replaced the power switch but the problem was not resolved. So, sp replaced the ht70 control board. During testing, sp found that the unit didn't recognize the flow sensor and replaced the flow sensor receptacle. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One power switch and flow sensor receptacle were returned to medtronic for analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. One control board was returned to medtronic for analysis. The control board was installed in a test ventilator and the unit would not power cycle on. The control board was removed and during physical inspection, there were no anomalies observed. The control board was inserted into the x-ray and the trace within the board was found damaged, confirming it to be faulty. If this type of damage were to occur while the ventilator was in use on a patient, it could lead to a shutdown and result in a loss of ventilation (lov) for the patient. The cause of the reported event was isolated to a faulty control board. The ventilator is within the scope of the field corrective action. The suspected cause of the secondary event is a connection issue with the flow sensor. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ht70 ventilator would not turn on. The ventilator was not in use on a patient at the time of the reported event.